Event description:
It was reported the lead exhibited oversensing. All lead trends appeared stable and normal, and the thresholds were good and unchanged. Pocket manipulation and isometrics revealed no noise, though there was one nonsustained tachycardia with ventricular tachycardia reported that appeared real. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.